Event description:
Boston scientific crm received information that the associated device was explanted due to pocket infection. The three associated leads, including this epicardial patch in the system were all surgically abandoned. It was not known at the time whether a new device system may be implanted once the patient is cleared by the physician.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted secondary due to patient infection.